Event description:
It was reported that the implantable pulse generator (ipg) had premature battery depletion. The ipg remains in use but is expected to be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.